Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that while removing the flex from server 1 on the dimension vista 1500 instrument, the operator inadvertently scratched their finger, and the skin was broken. Additionally, the operator experienced bleeding on his finger. Siemens remotely assisted the customer and reviewed the vista health report (vhr), determined that the reagent trash failed due to a broken flex in server 1, removed the broken flex, checked for jams at the bottom and top of the waste chute and found that flex was jammed at the top and could not be cleared; sequenced the server 1, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, determined that the reagent flex was jammed in the waste chute. The cse removed the jammed flexes and cleaned the waste chute. Siemens further evaluated the event and determined that the mechanical obstruction in the reagent flex waste chute potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that while removing flex from server 1 on the dimension vista 1500 instrument, an operator scratched his finger, and skin was broken. Additionally, the operator experienced bleeding on his finger. The operator did not seek any medical intervention. The operator was wearing personal protective equipment (ppe) while troubleshooting the instrument. There was no exposure to biohazardous material. This report is being filed in an abundance of caution. There are no known reports of adverse health consequences due to this event.